Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent implant on (B)(6) 2004 with unknown mesh. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was also reported the patient underwent mesh removal on (B)(6) 2003 due to urinary retention and mesh within the urethra. It was reported that the patient underwent implant on (B)(6) 2004 with unknown mesh. No additional information was provided. .